Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc could not review the manufacturing history record (DHR) because the lot number was not provided. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation, there was the possibility that this phenomenon was attributed to the deterioration of the glue due to the excessive chemical stress by the reprocessing other than the sterilization, or the handling.

Manufacturer narrative:
The subject device was returned to omsc. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that the ¿breakage of forceps/irrigation plug¿, during the incoming inspection about the subject device that was returned due to "the problem of the glue" which was non-reportable event. There was no report of patient injury associated with the event.